Manufacturer narrative:
The pump passed the displacement test. The pump alarmed rf pic failed self-test error during the self test due to a defective y1/rf board.

Event description:
The customer reported via phone call that the insulin pump had failure of self test. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.